Manufacturer narrative:
Pump received with cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged at reservoir compartment. The customer¿s blood glucose level was unknown. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.